Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismax machine the "decision made to refeed blood back to patient from circuit". According to the reporter an error message was generated, so the manual crank was used to ¿refeed". The reporter stated that they provided "approximately 5 cranks of wheel when the physical crank mechanism fell apart (all metal pieces dislodged from each other)¿. The blood was unable to be returned, and the patient received one unit of packed red blood cell transfusion. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.